Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 12 (lifeband not present) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was that the reset switch was slightly off from the parallel position. The archive data review indicated multiple ua12 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua12 displayed upon powering up, confirming the reported complaint. The reset switch was adjusted to address the reported complaint. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 12 (lifeband not present) upon powering up during the resuscitation attempt. The crew reverted to manual CPR. The customer attempted to clear the ua by replacing the lifeband; however, the ua persisted. No consequences or impact on the patient.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.